Event description:
The device displayed a "bridge test fail" and "defib fault 108" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medcal corporation has received the product.